Event description:
It was reported that patient reported chronic bilateral tinnitus that began on december 18, 2004. In addition, the patient reported a headache which also began on december 18. The headache was present both with the device on and off. The patient reported loss of sound perception on december 20, 2004. The pt was seen at the clinic on december 2004, where testing confirmed that the device had malfunctioned. In addition, it was reported that in september/october 2004, the patient hit her head against a cabinet, severely enough that her family contacted the clinic. No swelling was reported, but tenderness around the area where she hit the cabinet. The patient did not hit her head on the implant directly, but near the internal device. Follow up programming was at that time unremarkable. Approximately one year ago, the patient reported a significant esd event that led to questions about her performance. After the esd event, specific frequencies were difficult for her to hear. Additionally, the patient and her family felt that her performance was fluctuating and she was seen on several occasions for reprogramming.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.